Manufacturer narrative:
(B)(4). Insulin pump received with broken belt clip slot and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that they requested for belt clip. The customer¿s blood glucose level was unknown. The device will be returned for analysis.